Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the pump alarmed for "low helium". The staff noted that they were having a leaking problem, which lead them to use 2 helium canisters for a 24-hour therapy. There was no reported problem with therapy delivery. As a result, the helium canister was replaced to the end of therapy. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the pump alarmed for "low helium". The staff noted that they were having a leaking problem, which lead them to use 2 helium canisters for a 24-hour therapy. There was no reported problem with therapy delivery. As a result, the helium canister was replaced to the end of therapy. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium leakage" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: the complaint was reopened to investigate the device that was returned for investigation. The report complaint of "leak in helium supply" is not confirmed. The returned helium regulator assembly passed functional test specifications during complaint investigation. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the pump alarmed for "low helium". The staff noted that they were having a leaking problem, which lead them to use 2 helium canisters for a 24-hour therapy. There was no reported problem with therapy delivery. As a result, the helium canister was replaced to the end of therapy. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium leakage" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.